Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir lip ring had come off and was loose. The customer's blood glucose level was 89 mg/dl at the time of the incident and was treated with glucose tablets. The customer¿s other blood glucose were 100, and between 250 mg/dl ¿ 300 mg/dl. The customer stated that the insulin pump shut off insulin at a blood glucose of 120 mg/dl. The customer was experiencing low blood glucoses for about a week and half. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The device will not be returned for analysis.